Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed all functional and safety tests according to factory specifications.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer the cardiosave intra-aortic balloon pump (iabp) had a autofill failure. No patient involvement.